Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump has been giving her many problems. Customer stated that about two weeks ago the device went through three batteries in a week. Customer states when the reservoir was empty the device alarms motor error and no delivery. Motor errors occurred (B)(6). Customer uses lithium batteries, customer was advised to alkaline. Customer stopped use of the sensor because there was too much pain around the area. Customer's blood glucose was 31.7 mmol/l. Customer's blood glucose in the morning was 14mmol/l. Customer also reported the insulin pump had cracks on the lcd screen. The device was not exposed to an MRI. The sensor feature was on the device. False motor error alarms were explained to the customer. Customer was able to complete the rewind process. No further info reported.